Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 she awoke at 5:30 am and was "not feeling well", noting she was feeling "nauseous, dizzy and lightheaded". Customer performed a test using her adc insulinx meter and received a reading of 90 mg/dl at 6:00 am, which was lower than a subsequent reading obtained at a hospital. Customer continued to feel unwell so she self-presented to a local healthcare facility where a laboratory reading of 365 mg/dl was received sometime between 9:00-9:30 am. Customer also had a urinalysis and a chest x-ray (no results provided). Customer was diagnosed with hyperglycemia and treated with 8 units of insulin. Customer was also encouraged to drink two large containers of water. After an hour, another glucose test was performed and a result of 300 mg/dl was received on an unspecified hospital device. Customer was monitored for another hour, but since her glucose was decreasing she was discharged. There was no report of death or permanent injury associated with this event.